Manufacturer narrative:
(B)(4). The pump was tested three times for volumetric accuracy with set up of primary and secondary bags and tubing for 530ml/hr and 1 hour or 530ml from secondary (dl: etoposide) with results as follows: 1st test: 527ml or 99% of expected volume, 2nd test: 526ml or 99% of expected volume, 3rd test: 528ml or 99% of expected volume. The pump results are within specification. In a follow up call to the facility, the reporter confirmed there were no adverse reactions associated with this complaint. The pump's operational log was reviewed for the given event date of (B)(6) 2013. At 9:05:13am the pump was powered on. At 9:05:40am a new rate of 0ml/hr was entered with a vtbi of 1000ml set at 9:05:40am. At 9:05:40 am the drug library was entered and maint IV was selected. At 9:05:45am a vtbi of 50ml was entered and a rate of 600ml/hr was set. At 9:05:58am a new rate of 0ml/hr was entered and a vtbi of 100ml/hr selected at 9:05:58am for the piggyback bag. At 9:05:58am the drug library was selected and etoposide was selected. The piggyback information was then changed to a new vtbi of 530ml at 9:06:07am and a new rate of 530ml/hr at 9:06:10am. The pump was turned on to infuse the piggyback bag at 9:06:11am. The calculated total time for infusion is 1 hour (t=v/r). The piggyback completed at 10:06:12am and automatically turned off. The total volume infused was 530ml for duration of 1 hour 1 second. The total volume infused relative to the time was 100%.

Event description:
(B)(4).